Event description:
Coroner called to report death of customer in 2004. Customer was wearing pump at time of death. Died of severe coronary atherosclerosis and diabetes. Customer's family member was contacted custoemr staled that the customer had a seizure and their heart didn't responded.